Manufacturer narrative:
Zimvie received one 3i t3 tapered implant, (bopt5485) for investigation. Visual/physical evaluation identified signs of use (wear) but no apparent signs of malfunction. Functional test could not be performed for the reported failure (necrosis). DHR review was completed for the subject lot number 2021120155. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120155 for similar events and no other complaint was identified. The customer did not submit images/x-ray for the reported event. Appropriate documentation was reviewed. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation is improper placement of implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the dental implant located in dental position number # 19 failed due to a necrosis. The doctor reported pain and also confirms that the procedure was not concluded with the placement of another implant in the same surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in dental position number # 19 failed due to a necrosis. The doctor reports "pain" and also confirms that the procedure was not concluded with the placement of another implant in the same surgery.